Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose reading was 107 mg/dl. Troubleshooting was performed. The insulin pump failed displacement test. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.